Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would not turn on at all and wouldn't function with a new power cord or battery. No patient involvement was reported.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/28/2019 to the present date 12/03/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on at all and wouldn't function with a new power cord or battery. No patient involvement was reported.